Event description:
Report of explant of device due to "trauma and abcess" received via annual device tracking report. No product return for analysis. Follow up with hcp revealed the onset of the infection was 1/2000 with redness, swelling and pain in the area of the device pocket. It is unknown if a culture was obtained. The pt received IV antibiotics and total device explant as treatment for the infection. The infection was resolved and pt has since been reimplanted with a new device.